Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.5 (6:00 am), lab: 3.5 (10:00 am), mean: 2.5, confident limits: 1.6-3.4. As per internal procedure tr#0150 rev.2 the lab value is not within the confident limit. The product will be investigated. As per internal procedure tr#0150 rev.2 section 8.3 if the time elapsed exceed three hours, there is high possibility that the discrepancies are due to change in the status of the patient. The patient also repeated the test the same day. The test results are as follows: 5, 9, average 7, stdev 2.83, %cv 40.41. As per the internal procedure tr#0150 rev.2 if the %cv is greater than 20 %, the criterion is not met. The product will be investigated.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 1.5 (6:00 am), lab: 3.5 (10:00 am). The caller also repeated the test. The test results are as follows: 5, 9.